Event description:
During a knee arthroscopy procedure using a quantum 2 system, it was reported that a hardware failure occurred which reportedly caused a significant delay in surgery. There was no reported pt injury or complications.

Manufacturer narrative:
Awaiting further info to complete the investigation.